Event description:
An angioplasty wire (viper wire) had broken off leaving the very tip of it and lodged at the distal end of the treated segment in the popliteal. This was a very small piece of wire, but it was still within the lumen of the vessel. It was subsequently treated by removing the viper wire and csi device, replacing it with a pt graphix wire down the peroneal and then a 4 mm x 9 mm long coronary stent, bare metal, was brought down and used to treat the area of the wire. With this having been accomplished subsequent angiography showed wide patency, no significant residual stenosis.